Event description:
It was reported that the patient experienced hypoglycemia of unclear cause, noted via blood glucose questionnaires with a lowest value of 67 mg/dl, and self-treated with oral glucose before returning to the main case. Symptoms included hypoglycemia. Outcomes included troubleshooting and education completed with no alerts or alarms reported. Investigation included case review and user troubleshooting guidance. Investigation of this case revealed no device malfunction reported or identified and no component-specific issues described. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.